Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that one of the wires of the mega suturecut needle driver instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken wire. The instrument was found to have one grip close cable broken at the distal idlers. The idler pulley was able to spin freely and was not damaged. The cable segment was sticking out at the instrument's wrist. The other cables of the instrument's wrist did not exhibit any damage. Engineering evaluation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.